Manufacturer narrative:
Reported event of gauge reading inaccurately. According to the complainant, the suspect device has been disposed and is not available for return.  If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a pneumatic hand pump was used during an achalasia procedure performed on an unknown date. According to the complainant, during the procedure, the pneumatic hand pump had difficulty inflating the balloon and the gauge needle was not pointing at zero. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.